Event description:
It was reported that during a robotic sigmoid colectomy they went to create an anastomosis using the powered 29 stapler. When they went to fire it, the stapler cut but only 2 staples came out on the distal side. Stapler did not create and anastomosis. They had to redock the robot and redo everything, including the anastomosis. They used a new cdh29p stapler for the second anastomosis and that worked fine. The procedure was delayed by seventy-five minutes. The procedure was completed successfully with no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent 4/21/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 5/19/2025 d4 batch #460d93 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and no anvil present. The washer was not received and there were no staples present. No battery was received. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed in a test anvil. The device was tested for functionality with a test battery. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event described could not be confirmed as the device performed without any difficulties. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Although no conclusion could be reached on the cause of the reported event, it should be noted that the adjusting knob should not be manipulated during the firing sequence. Doing so may result in malformed staples, incomplete cut line, bleeding, and leakage from the staple line and/or difficulty removing the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 460d93, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 5/13/2025 the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 5/27/2025 additional information: surgeon likes the powered stapler. First assistant fires device but very familiar firing device. Device cut but did not staple. Two staples formed but did not connect the staple lines. Donuts were fine. Did not pass the leak test. Fresh tissue. No issues with tissue. Fully cut. 2nd stapler worked fine. When he tied the suture around the anvil head the suture was hard to remove. Intuitive stapler used with candy cane techniques. Does not cross staple line.